Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the monitor went black, and real-time images did not display during gastrointestinal endoscopy diagnostic procedure with less than 30 minutes delay. The intended procedure was completed with the same device. There were no reports of patient harm.